Manufacturer narrative:
The unit was returned for evaluation and tested for an extended period but the issue was not duplicated. Unit passed zero and gas calibration with no issue. The dry line receptacle was replaced and the unit was warmed up and calibrated. Discussed that we could not duplicate the issue and that the unit was functioning as intended. The unit was returned to the customer.

Event description:
Ref importer report #: (B)(4).